Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her mother's insulin pump alarmed unexpected restart error 13 times. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not be completed since the customer did not have a reservoir for the insulin pump. The insulin pump will be returned and replaced.